Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate late endocarditis likely caused or contributed to the pvl however a definitive root cause could not be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist, approximately 4 years post tavr procedure with a 26mm sapien 3 ultra valve in the aortic position the valve failed due to paravalvular leak (pvl) from alleged endocarditis. The patient was presented with chf. The valve was believed to have failed early, however failure etiology is unclear. The team opted to implant a second 26mm sapien 3 ultra resilia slightly ventricular to the original valve, resolving the pvl by tte. The patient tolerated procedure well, and left cath lab in stable condition.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the valve remains implanted.